Event description:
Consumer alleges he "plugged the charger into the wheelchair than plug charger into wall. Consumer alleges the box started to arch so he unplugged the device. Consumer also alleges that the lights no longer light up on power box and that he alleges something may be loose."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model pronto m41, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.